Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported the patient¿s blood glucose was between 250-499 mg/dl without signs or symptoms of hyperglycemia. The alleged health event does not qualify as a serious injury. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. This complaint is being reported because the alleged inaccurate delivery issue of unknown cause was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 05/14/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related issues or evidence of abnormal pump behavior. The pump was manually suspended on (B)(6) 2015 at 22:18 and manually resumed at 22:39. The total daily dose history was found to be appropriate per the user programmed bolus rates and bolus deliveries. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.